Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller had been having discomfort in the area of the ins for 1-2 years. First it was over the device and then it was the other side, and then it was back over the device. The caller indicates that the discomfort began as only when they would lay on it, but now most recently it is a sharp burning stinging sensation on the side of the stimulator that has been happening for the past 2 weeks intermittently. They also described it as a blasting shock. This does not correlate to movement and it is not felt all the time. The caller reports that the area over the neurostimulator has always been tender. The caller reports that they are tiny and can feel the device on their skin. They had some weight gain and went from 119 to 125 and then back down again. The caller noted they did have a fall, but that was 6 months ago and have been doing a lot of carrying of things lately and been doing more activities. The caller reports they asked their dr about this previously, but they just look at the floor and do not give a response. The caller notified manufacturer representative (rep) on the phone about this yesterday and they will try to be at the patient's appointment tomorrow. Asked the caller if they have tried turning off the therapy to see if the sensation subsides, but they do not want to do that because they don't want to be without the therapy because it will slow their bowels. The caller wanted to know what it could possibly be and if the battery was leaking. Reviewed no. Reviewed we are not licensed healthcare providers (hcp) and to speak to the dr. The caller noted that they have osteoporosis and back pain and scoliosis and arthritis in the back.

Manufacturer narrative:
Product ID 3058 lot# serial# (B)(4), implanted: (B)(6), explanted: product type implantable neurostimu lator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.